Event description:
The time of event is unknown. There was no report of patient harm. Iris diaphragm failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the iris diaphragm image failure. Based on the result, we concluded that it was caused due to the excessive shock applied on the iris diaphragm. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.